Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 5fr sl powergroshong catheter was returned for evaluation. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break just distal of the molded joint. Microscopic inspection of the break site revealed a dully granular fracture surface. Tactile inspection of the sample revealed severe tensile weakness, necking and material discoloration in the vicinity of the break site. The break features, necking, discoloration and tensile weakness were consistent with material failure due to tensile (pulling) stress. H3 other text : evaluation findings in section h:11

Event description:
Customer reported damaged catheter. Additional information received 1/9/2024: it was reported piccs were implanted in (B)(6) 2023. The piccs were removed before they caused serious consequences for the patients. 3 piccs had punctures of the venous catheter (mostly in the first few cm). It was confirmed that no foreign bodies remained within the venous system of the patients. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported damaged catheter. Additional information received 1/9/2024: it was reported piccs were implanted in (B)(6) 2023. The piccs were removed before they caused serious consequences for the patients. 3 piccs had punctures of the venous catheter (mostly in the first few cm). It was confirmed that no foreign bodies remained within the venous system of the patients. It was reported this occurred with three devices. This report addresses the first device.